Manufacturer narrative:
Analysis cannot be performed. Biofinity sphere lenses were not returned for evaluation and the lot number is unknown. The association between coopervision lenses and the event is unconfirmed.

Event description:
It was reported that the patient felt discomfort after wearing their contact lenses, and as a result, they scheduled an appointment at an ophthalmic clinic. The clinic physician diagnosed the patient with a fungal infection. Coopervision has made a reasonable and good faith effort to obtain additional medical information without results. The patient is unwilling to provide additional details/information. The event is being reported out of an abundance of caution based on the diagnosis in the absence of medical information.